Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. High powered visual inspection of the header and lead ports identified no anomalies. Laboratory test leads were able to be fully inserted into the device header with no resistance observed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing and met all design specifications. It is possible that there was insufficient insertion force used when the leads were inserted into this device header, resulting in suboptimal lead connections and the reported clinical observations. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
Boston scientific received information that during a left ventricular (lv) lead placement procedure, this chronic device exhibited high impedance measurements once connection was established. Reportedly, the lv header port had been previously plugged due to lv lead placement issues. The lv lead was successfully placed during this follow-up procedure; however, once the port plug was removed, impedances were not within acceptable ranges. The lead's terminal pin was removed and the port flushed, as there was evidence of blood within the header. All troubleshooting efforts failed to resolve the impedance anomaly and the device was abandoned. Another boston scientific device of the same model type was then implanted with no complications. The explanted unit was returned for analysis. No adverse patient effects were reported and no product anomalies were observed prior to this procedure.

Manufacturer narrative:
(B)(4). Following completion of laboratory analysis, this event will be further updated.